Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed advisories captured on (B)(6) 3:02am, 9:29pm due to pump speeds falling below the low speed limit. The events were transient and resolved on their own. No other atypical events were captured. A root cause could not be conclusively determined through this evaluation. Despite multiple requests, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. The hm2 IFU outlines all alarms and how to troubleshoot them. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 3 years, 4 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the log file was reviewed by tech services. The log captured some low speed advisory events on (B)(6) with speed dropping below the low speed limit of 9200 into 8000 rpm range.